Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. De-cased the returned sensor and performed visual inspection to the printed circuit board assembly (pcba), observed that the antenna and battery had been damage due to de-casing and are unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate, unable to perform functionality testing due to the sensor not being in its original state. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer felt unwell, "hypoglycemia was quite low" and could no longer get up from the bed and was unable to self-treat, requiring third-party administration of 2x liqui-fit dissolved in water for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer felt unwell, "hypoglycemia was quite low" and could no longer get up from the bed and was unable to self-treat, requiring third-party administration of 2x liqui-fit dissolved in water for treatment. There was no report of death or permanent impairment associated with this event.